Manufacturer narrative:
Device is combination product. (B)(6). Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-03212 and 2134265-2012-03214. It was reported that post a stenting treatment procedure, the patient experienced a non-st elevation myocardial infarction (mi). The patient presented due to stable angina. The first 80% stenosed and 35mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.5mm. The first target lesion was treated with pre-dilation and overlapping placement of a 2.5x28mm promus element stent and a 3.0x12mm promus element stent, resulting in 0% residual stenosis. The second 80% stenosed and 25mm long target lesion was located in the distal left circumflex artery with a reference vessel diameter of 2.5mm. The second target lesion was treated with direct stent placement using a 2.5x28mm promus element stent, resulting in 0% residual stenosis following post-dilation. A non-target lesion in the 2nd obtuse marginal was treated with placement of a 2.25x23mm non-bsc stent, resulting in 0% residual stenosis. The following day and prior to the patient's discharge, the patient experienced elevated troponin values and experienced a non-st elevation mi. There were no reported ischemic symptoms, no report of stent thrombosis or an abrupt closure. The location of the mi is unknown. No action was taken to treat the event and the patient was discharged the following day on aspirin and clopidogrel.